Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation at tech center. The amplifier was powered and the amplifier booted to a flashing amber led status. This indicates the amplifier did not pass the power on self-test (post). Communication was established. The field reported event was confirmed as review of error logs identified several temperature-out-of-range issues toward the cath amp board on slot 10. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the cath amp board on slot 10.

Event description:
During a redo atrial fibrillation ablation procedure, after mapping the left atrial, the amplifier lost connection and status of the led at the front of the amplifier turned red. The amplifier and dws were rebooted, at lease 10 times, but the issue persisted. While rebooting, the amplifier made a clicking noise and sometimes the led light would blink green for a few seconds and switched back to red. The power supply of the amplifier was removed and then re-connected, the issue persisted. The right superior pulmonary vein was the ablated with a fluoroscopic approach and isolation was achieved. The procedure was completed with no adverse patient consequences. A delay occurred due to these issues.